Manufacturer narrative:
Products were replaced and requested back for investigation. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, surgeon was unwilling to answer any additional questions. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the system logs for the site with a procedure date of (B)(6) and confirmed the alleged allegation. This complaint is being reported due to the following conclusion: the surgeon aborted the da vinci si prostatectomy procedure post anesthesia due to the surgeon console not powering on.

Event description:
It was reported that while starting the da vinci si system the surgeon console would not power on. No problems were found with the wall socket or the blue fiber cable. It was noted that there was no amber light on the power button or lights on the gigabit port. While on the phone with the technical service engineer (tse), the site performed an emergency power off (epo) of the system and reseated the blue fiber cable; however, issue persisted and the surgeon console would not power on. Due to the alleged issue the surgeon decided to abort the da vinci si prostatectomy surgical procedure post anesthesia. No information was provided about the patient's condition or when the da vinci prostatectomy procedure would be rescheduled. The site reported that this same issue occurred on (B)(6). Field service engineer (fse) replaced the medical grade power supply (mgps) and the issue was resolved. The generic power distribution (gpd) and generic cart controller (gcc) was also replaced and the system was tested and passed testing.

Manufacturer narrative:
The product was returned on 10/09/2013 with the following findings: failure analysis (fa) installed the generic cart controller gcc) in the test system and fa was able to power up the system in maintenance mode without any problems. Fa performed 20 power cycle with no errors and let the system sit idle for 20 minutes with no problems found. When the gcc was returned to intuitive surgical, the gcc did not have a coin battery installed. Fa installed the printed circuit assembly (pca) board into the system and running power cycle 10 times. It also passed in battery mode by driving the psc back and forth. The gcc was returned along with a generic power distributor (gpd) and a medical grade power supply (mgps) because the surgeon side cart (ssc) was not able to power on. The alleged issue was due to the mgps. Fa was able to replicate failure reported issue by installing unit into pca system and it failed to power on due to bad power supply